Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 21, 2023. Upon further investigation of the reported event, the following information is new and/or changed: h6: (identification of evaluation codes 10, 3259, 19). Type of investigation: 10 - testing of actual/suspected device. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 19 - cause traced to user. The affected sample was inspected upon receipt to confirm one side of the v-cutter was broken off. The condition of the returned sample did not allow for electrical testing. A retention sample was not able to be obtained as the lot number was not provided. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the cutter came right out of the device when in use. No health consequences or impact. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. Component code: 777 - cutter/blade. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1069 - break. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.